Event description:
It was reported that when the stimulation was increased, the pt felt light paresthesia, then abdominal and lumbar spasms (but not during the test period). The pt also experienced burn sensations around the implantable neurological stimulator (ins) and the connection with the lead. The impedances were normal (around 1500 ohms). Because there was no explanation for these spasms, an extension was replaced and the two leads were moved lower. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The extension has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.